Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnosis procedure, which was completed as planned by selecting the display source. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files did not show any related malfunctions. Upon troubleshooting, fse identified that the 5-volt power of the digital visual interface (dvi) connector was jammed. The digital interface is used to connect a video source to a display device. Fse reseated the power connector, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that th live monitor was non functional. The device was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the 5 volt power of the dvi connector was jammed. The power connector was reseated and the system was returned to use in good working order.